Event description:
This system was removed due to streptococcus viridans and endocarditis. There is no indication that the system has been replaced yet. The hospital retained the devices. Should additional information become available, this report will be updated.